Event description:
The ha coating delaminated and remained in the patient's femur having peeled away from the stem itself.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.

Manufacturer narrative:
The device associated to the complaint was returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A complaint search into the complaints database was performed, no other complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, no product problem was detected. The complaint description states that the stem was undersized in the first place, but loosened over 2 years or so. The root cause of the incident may be attributed to the undersizing of the stem. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.